Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The returned device analysis was performed. The reported clip open while establishing final arm angle (faa) was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. In the absence of a confirmed failure mode, a definitive cause for the reported clip open while establishing (faa) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. Correction: patient code 2199 removed.

Event description:
Updated information: it was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. During preparation of the clip delivery system (cds) the clip opened when establishing final arm angle (efaa) test. Therefore, the cds was not used and a new cds was used to successfully complete the procedure. One clip was implanted reducing mr to 3+. There was no patient involvement, and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opened while establishing final arm angle. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and that when establishing final arm angle (efaa), the clip opened. The cds was then removed without reported issue, and a new cds was used to successfully complete the procedure. One clip was implanted reducing mr to 3+. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.